Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Three actual devices were received for evaluation for the issue of sponge being separated from the cap. This issue was verified during visual inspection as the sponge was found to be separated from the cap. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was one minicap which was found to have the sponge separated from the cap. This was noted before use. During evaluation of the returned sample, it was noted that three minicaps were returned with sponge separated from the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.